Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 510mg/dl, and her blood glucose was treated with manual injections. The caller stated that the insulin pump alarmed during the manual prime process. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk. The insulin pump had missing end cap sticker.